Manufacturer narrative:
(B)(4).

Event description:
New information states that at follow up noise was reproducible with isometrics. The patient is dependent and experienced dizziness from inhibition of pacing. The device was reprogrammed, right ventricular lead measurements are all in range. The plans are unknown for this lead, as the patient is out of town.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that right ventricular lead exhibited noise confirmed via merlin.net. No reports of patient symptoms. No additional information was available.